Event description:
It was reported to philips that no video signal on syncvision; resolved by cable reconnection on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected power cable: issue resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).